Manufacturer narrative:
Estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of restenosis is listed in the supera instructions for use as a known potential adverse patient effect of peripheral percutaneous intervention. Based on the information provided, a definitive cause for the difficulties and subsequent patient effects could not be determined. It may be possible that the vessel diameter was narrowed in some locations causing the stent to elongate during deployment; however, this could not be confirmed. The additional treatment and prolonged hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported in an online class on supera self expanding stents (ses) that there was a patient that a supera stent was implanted and later, restenosis was reported. Reportedly, the stent was implanted too elongated and this might have led to the restenosis. The vessel was able to be re-channeled, but it was difficult. No additional information was provided.